Event description:
A falsely elevated troponin result of 5.43 ng/ml was obtained for a patient sample with an instrument error flag (abnormal reaction) on a dimension analyzer. This result was reported to the physician. The sample was re-centrifuged and testing repeat. Troponin repeat results were 5.60, 5.45 ng/ml with out error flags. The sample was retested on an alternate dimension analyzer and the result was 5.3 ng/ml. The sample was also retested on two alternate analyzers and gave troponin results of 0.0 ng/ml, indicating apparent heterophilic antibody interference. Patient treatment was not prescribed or altered. There were no reports of adverse health consequences as a result of the falsely elevated troponin result. Laboratory personnel acknowledge understanding effect of hetrophilic antibodies on immunoassays.